Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit's connectors weren't fitting correctly. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. In order to resolve the issue, the field service engineer replaced the front end pcb. The fse completed the pm and unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use. The maquet failure analysis and testing (fat) department received the front end board associated with this complaint. This part was received with a reported unit failure message of could not connect bp cable to bp connector on front end board. Performed visual inspection of this part received and observed bp connector on board was not in proper condition. Due to improper condition the fat department, cannot further investigate this part. Front end board failed testing. Due to the physical damage observed on bp connector on the front end board pn: 0670-00-1164 sn: (B)(6), this part will not be sent to the supplier for failure analysis. The most (B)(6) likely cause of this damage to the bp connector was user error of improperly connecting the bp cable.

Event description:
N/a.

Manufacturer narrative:
The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1164; sn: (B)(6) front end board. This part was received with a reported unit failure message of could not connect bp cable to bp connector on front end board. Performed visual inspection of this part received and observed bp connector on board was not in proper condition. Due to improper condition the fat dept, cannot be investigated further for this part. Front end board failed testing. Sending board to the supplier for failure analysis as per procedure. The fat dept received part number: 0670-00-1164; serial number: (B)(6) from the supplier. The supplier evaluation states the following: after replacing connector j2, conducted fct, resulting in fail (tst_he_res_xducer_fs fail test). Replaced component u93. Retested with hi-pot, fct, and manual tests, all of which passed. The fat dept will retain this part as per procedure.